Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported the pump touchscreen was cracked and unresponsive. Customer¿s blood glucose (bg) level was outside of the 54-500 mg/dl range; no specific bg value was provided and cause was unknown. Additionally, it was reported that the customer experienced a seizure; cause was unknown. Customer indicated no back-up therapy was available and declined additional follow-up from tandem technical support (cts) to obtain if therapy was obtained. Multiple attempts were made by cts to follow-up with the customer on the reported issue, but no response was received.